Event description:
Information was received indicating that a smiths medical cadd legacy pump was under delivering. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 23-feb-2022 via email: no patient involvement. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Additional information received and attached by ICU medical on 23-feb-2022 via email: no patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was in fair condition with cracked housing. Functional testing involved delivery accuracy testing and found that the device was within both control limit and manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.